Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses. System operates as intended.

Event description:
The customer reported the system shut down and would not boot up again. No pt injury was reported.